Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a sensor error with event code and was unable to obtain readings. As a result, customer experienced confusion, palpitations, sweating, loss of energy, extreme hunger, and loss of consciousness. The customer was unable to self-treat, requiring administration of "instant dose of glucose shots" (glucose injection) by their spouse, who is a healthcare professional. There was no report of death or permanent impairment associated with this event.